Manufacturer narrative:
(B)(4). (B)(6) (B)(4). This lot was manufactured 03/08/2017 - 03/09/2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure leak and clear passage testing were performed with no issues noted. Functional testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred between the extension set and the catheter set. The device was placed for an infusion of ringer¿s lactated solution and was discontinued approximately two hours later due to the leak. A pump was not being used. There was no patient injury or medical intervention associated with this event. No additional information is available.